Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" ventilator is giving password screen and once rebooted, it gave a tf 352 - "persistent data corrupted alarm. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H2, h3, h6, h10¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. Vyaire's technical support team requested the log files with no response from the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.